Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received low glucose alerts from the pump and experienced multiple hypoglycemic episodes within a few hours, including a documented low of 58 mg/dl, despite only small automated corrections and basal delivery; the user treated with rapid-acting carbohydrates and reported concurrent fingerstick 93 mg/dl and cgm 82 mg/dl during the call. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included stabilization of blood glucose with oral rapid-acting carbohydrates and no need for medical intervention, outside assistance, hospitalization, or backup therapy. Investigation included review of user-reported data and counseling on monitoring blood glucose and discussing potential pump setting adjustments with the endocrinology provider. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia in the context of possible insulin sensitivity while using a cartridge-driven infusion set. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.